Event description:
It was reported that this right ventricular (rv) lead was fractured and presented high out of range pacing impedance measurements of 2500 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead was fractured and presented high out of range pacing impedance measurements of 2500 ohms. This rv lead remains in service. No adverse patient effects were reported.